Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The manufacturer's service technician reported the unit alarmed, after which it shut off, restarted, then would not boot up during preventive maintenance testing.: there was no patient involvement.